Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 10 mm x 2.75 mm wolverine coronary cutting balloon was used to dilate the 75% stenosed, moderately calcified, moderately tortuous target lesion, and after inflating the balloon several times, the balloon ruptured. The procedure was completed with another manufacturer's device. No patient complications were reported and the patient's status was good.